Event description:
It was reported that right ventricular lead had a high threshold measurement, low r-wave sensing, and noise observed during arm movement. Noise was also observed on the atrial lead. Both leads were removed and new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: (B)(4) implantable defibrillator 2011 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis revealed the lead was stretched and there was apparent explant damage. The outer insulation was cut. There was also a cosmetic depression on the outer insulation. The proximal end of the conductor was stretched. There was also blood on the proximal end of the conductor (not obstructed).